Event description:
A report was received from the USA stated an 840 ventilator failed the breath delivery power on self test (post). There was no pt involvement at the time of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the breath delivery unit (bdu) printed circuit board (pcb) and upgraded the software to the current revision. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to MFR specs. (B)(4).